Event description:
Caller reported a cgm error associated with their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a pump reset, after which the cgm error code did not display again, and the caller successfully started their sensor session.